Event description:
On (B)(6) 2013, the reporter contacted animas stating the patient experienced a blood glucose (bg) value of 35mg/dl and was taken to the emergency room (ER). The patient reportedly was treated and the patient¿s bg had dropped again to 35mg/dl. Customer support (cs) reviewed the pump history and noted that an 11.65 unit bolus was performed on (B)(6) 2013 at 11:15pm and another 14.8 unit bolus was performed on (B)(6) 2013 at 12:00am. The patient reportedly discontinued insulin pump therapy during the call with cs. This complaint is being reported because the patient experienced a hypoglycemic event while using insulin pump therapy. Use error contributed to the reported event because the patient had overcorrected and bolused a large amount of insulin via the pump within 45 minutes, was not using the ezcarb menu and was using an alternate meter remote to check bg measurements.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the black box revealed data starting on (B)(6) 2015. Due to continued use of the pump, the black box data and histories for the event have been overwritten. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The returned battery cap and test cartridge cap were used to complete testing. During evaluation, the pump passed the delivery accuracy test and was delivering within the required range and delivering accurately. The reported complaint was unable to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.